Event description:
Filter on tubing was leaking around it/coming apart. Contained chemotherapy. Reported by home health on 03/2002. Reported to home health by pt on 02/2002. Pt reinserted tubing to air filter and applied superglue.